Event description:
The report from the affiliate indicated that during a pci procedure to implant a cypher 3.0/23 mm stent in the mid left anterior descending (lad) coronary artery the first diagonal coronary artery was occluded or "jailed". The mid lad was reported to be: not calcified or tortuous, a 90% stenosis and a bifurcation lesion. The approach for the procedure was femoral. Ivus was done and the lesion was then pre-dilated with a scipio 3.0/23 mm balloon at 10 atm for 30 sec. A cypher 3.0/23 mm stent was implanted but the sds balloon ruptured at 10 atm. The sds was removed and the stent was post-dilated twice using a semi-compliant scipio balloon twice at 14 atm for 30 sec. The occlusion/jailing of the 1st diagnoal was noted after post-dilating the stent. Ivus was done and confirmed the cypher stent was fully dilated. Due to the occlusion/jailing of the 1st diagnal, a sprinter 2.25/15 mm balloon was inflated at the stent strut/ostium of the vessel at 12 atm for 30 sec. A final ivus was done and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Please note that device (cjs23300, lot # i0406017) is distributed outside the united states, however, it is similar to the united states product cxs23300. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.